Manufacturer narrative:
Received one new 12514-01 pressure infusion extension sets for inspection. No defects or anomalies noted. Per product specifications, one hand was used to clamp by placing a finger on each side of the clamp and pushing on the back of the clamp with the thumb. There was difficulty clamping the tubing with one hand. The set was measured and met dimensional specifications. The clamps and tubing set were tested per product specification. When the clamps were unclamped there was no issue in flow. While the tubing was clamped the clamp prevented flow. The reported complaint of leakage could not be replicated or confirmed. The complaint of difficulty to clamp can be confirmed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unknown date involving a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave® clear, purple clamp, rotating luer where the customer reported that, nurses stated they have a lot of trouble clamping the line due to the stiff tubing and have to use two hands to push the slide clamp. They also stated once clamped, it didn¿t fully close the line and fluid was still able to get through. Many times, nurses aren¿t following clamping protocol due to how difficult it is to clamp the line. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.